Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's omnipod 5 controller/personal diabetes manager (pdm) was lost on (B)(6) 2026 leading to the patient blood glucose level increasing to 42.5 mmol/l (765 mg/dl). The patient was hospitalised with hyperglycaemia on (B)(6) 2026 at (B)(6). As treatment, they received insulin via injection. The patient was still hospitalised at the time of report and their blood glucose level had decreased to 11.7 mmol/l (211 mg/dl). A replacement pdm was issued to the patient.